Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b additional pro codes, nhl, pjs. With the available information in the absence of product return, boston scientific concludes that inadequate therapy could not be established. A review of the manufacturing documentation for the vercise adapter revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu)/product label. Additionally, worsening disease symptoms potentially caused by inadequate stimulation, failure or malfunctions of any part of the device, including battery failure, lead extension breakage, hardware malfunctions, electrical shorts or open circuits whether these problems require device removal and/or replacement are known risk with the use of deep brain stimulation. Based on all available information in the absence of product return, engineers concluded that the inadequate therapy could not be confirmed. Therefore, engineers concluded and identified probable cause is, cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy, exasperation of their segmental dystonia, tremor symptoms, including musculoskeletal stiffness and pain. Attempts to reprogram were unsuccessful. The patient underwent an exploratory procedure during which elevated impedances were identified on multiple vercise adapter contacts. The adapter was subsequently replaced. Follow-up testing confirmed that impedance levels had returned to normal prior to completion of the procedure. The patient did well postoperatively.